Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) of the right optic due to a hyperopic refractive surprise. It was stated that an incision enlargement was made to remove the lens, and a new intraocular lens (iol) was placed. No other complications were noted. Patient was stated to be doing well.

Manufacturer narrative:
The lens was received for evaluation at our manufacturing site. The serial number of the affected lens belonged to the manufacturing production order which was a 14.0 diopter, model za9003 lens. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of the optic body compatible with handling of the lens during explant. The manufacturing certified operator cleaned the lens to remove contamination. The lens was visually inspected and no other cosmetic defects were found. The manufacturing certified operator inspected the lens for optical properties and the results showed that the lens diopter corresponded to a 14.0 diopter lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - enlarged incision.prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.